Event description:
The customer reported that the system would not display and both monitors were blank. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The f3 fuse was replaced during the service call. The system was tested and found to be working as intended and put back into service.